Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has just returned and will be evaluated. Based on the information known at this time, the results are inconclusive and the root cause of the event is unknown.

Event description:
It was reported that the stent failed to deploy. The doctor opened another stent and it deployed without difficulty. No injury to the patient was reported.